Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported that patient lost therapy in (B)(6) 2021 due to not being able charge the ipg. Company representatives were unable to communicate with external devices and ipg was deemed inoperable. As a result patient underwent surgical intervention wherein the ipg was replaced and the issue was resolved.